Manufacturer narrative:
The device was received by zoll medical corporation for evaluation. The customer's report was verified and attributed to incorrect software. The automatic software was loaded to the device and is not compatible with standard german language file. The correct software was loaded to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.